Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While using the trephine adaptor with the 17.0mm single-use trephine when the end of the adaptor snapped off (the end that attaches into the drill adaptor).